Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported receiving a battery out limit alarm on the insulin pump. Customer's blood glucose was 437 mg/dl. At the time of this report, customer's blood glucose was 167 mg/dl. The alarm occurred after the batteries were reportedly out of the insulin pump greater than the duration allowed by the device. It was explained this was expected behavior and customer was advised to monitor the device.